Event description:
It was reported that the patient's left s1 lead was frayed and the patient was unable to place their system into MRI mode. Diagnostics revealed low impedances on one lead. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. Part of the left s1 lead was left implanted [related manufacturer reference number: 1627487-2025-04185].

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.